Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® push button blood collection set, the customer experienced blood flow coming out of the line, upon inspection of the tubing, they found a perforated hole on unspecified number of tubing. Two (2) patients samples had to be recollected, no other patient impact reported.

Manufacturer narrative:
Investigation summary: bd received approximately 9 shelf packs customer samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for damaged tubing was observed. Additionally, 30 customer samples were randomly selected for functioning testing of the device and three (3) samples failed testing exhibiting leakage from a hole in the tubing. Also, thirty (30) retention samples from bd inventory, were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and the issue of damaged tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged /hole in the tubing based on the photo analysis and the customer returned samples testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2. It was reported that while using bd vacutainer® push button blood collection set, the customer experienced blood flow coming out of the line, upon inspection of the tubing, they found a perforated hole on unspecified number of tubing. Two (2) patients samples had to be recollected, no other patient impact report.